Manufacturer narrative:
One photo was received for quality evaluation. Inspection of the photo indicates that the infusion set is packaged and there is a noticeable kink of the tubing at the bottom of the drip chamber. The customer complaint of kinked tubing was confirmed. Investigation was forwarded to manufacturing for root cause determination. After investigation, the potential root cause of kinked tubing between tubing and drip chamber could be related to issues with the solvent dispenser, incorrect solvent application, incorrect arraignment of the component inside the pouch or keep tube in fixture fx-2747 by the assembler. No corrective actions were implemented because the manufacturing location that produced this batch of product has been deactivated. The product will be produced at a new manufacturing facility. Additionally, the failure mode was addressed with a quality alert created to communicate the failure at the new production location to avoid the issue in future production. A device history record review for model 10802688 lot number 24129019 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set had kinked tubing. The following information was provided by the initial reporter: we¿re having an issue with item#10802688, IV gravity set with check valve. The tube is bent making IV fluid unable to pass through. All are from lot#(10)25019445 and lot#(10)24129019.